Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 65% stenosed, mildly tortuous, and mildly calcified de novo lesion in the left anterior descending (lad) below bifurcation coronary artery. After stenting of the lad, resistance was noted during advancement of a bmw hc guide wire into the side branch. The bmw guide wire remained in the diagonal branch. An unspecified guide wire was laid in the lad diagonal bifurcation. The bmw hc guide wire was pulled out broken and the remnants of the bmw hc guide wire remained in the guiding catheter. An unspecified balloon catheter was inflated in the guiding catheter and the remnants of the bmw hc guide wire were pressed against the wall of the catheter. All of the bmw hc guide wire was successfully removed. There was no guide wire left in the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be confirmed due to the returned condition of the wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported issues appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire became kinked against the anatomy and/or previously implanted stent. During retraction the kink caused resistance, and manipulation of the guide wire during retraction ultimately resulted in the separation and the noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.